Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned for investigation. The root cause of the bradycardia and ventricular fibrillation was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced worsening cardiogenic shock and arrhythmias. The patient suffered a cardiac arrest and the decision was made to escalate the patient to and impella 5.5. The patient survived.